Event description:
Follow up revealed that surgery did not take place on the lead. The patient's ipg was replaced with a different model. Issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing overstimulation. The patient was scheduled to meet with a company representative for reprogramming but the outcome is unknown. The patient plans to undergo surgical intervention to address the issue.